Event description:
It was reported that the coronary sinus was difficult to cannulate. It appeared the guide catheter had gotten into a lateral branch so an angiogram was performed, and coronary sinus dissection was confirmed. No further patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.